Manufacturer narrative:
The esc button on the insulin pump had intermittent button response due to flattened button dome switch. No button error alarms noted during testing. The device was received with normal operating currents, no alarms occurred. The device had cracked reservoir tube lip, cracked case at the display window corner, minor scratches on the lcd window, and scratched reservoir tube window.

Event description:
Customer reported via phone, the insulin pump has been alarming failed battery tests and button error. Customer's blood glucose was unknown when the button error alarm occurred. Customer didn't recall any significant event only that the device was in his pocket and the alarm occurred. Then he replaced the battery and it alarmed failed battery test. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return the device for analysis.